Event description:
Device has been explanted.

Event description:
Patient reported right side "intracapsular rupture with all extruded silicone contained by the host capsule", "irregularity and undulation". Also reported "small 6 cm cyst at 8 o'clock 6cm from nipple" which is not related to the device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.